Event description:
It was reported that the following issue was observed on the device: ¿IV channel.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿found defective upper pressure sensor. Replaced and tested. Checks ok.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.